Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, load cell verification check, and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Per the pdrn the suspected cause of death is cardiac arrest. The patient also had the associated condition of covid-19. The incidence of death due to cardiac arrest in end stage renal disease patients is high accounting for approximately 25% of all-cause mortality. Furthermore, it is not fully clear how covid-19 complications can destabilize organs already weakened by chronic disease. The kidney and heart are among the tissues with the highest expression of ace2, a sars-cov-2 receptor. The pdrn stated the death was unrelated to the liberty select cycler and no issues had been reported prior to death. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient death. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported to fresenius customer service by a registered nurse (rn) that this patient passed away while completing peritoneal dialysis (pd) treatment on the liberty select cycler. It was noted that the patient was also positive for covid-19. Additional information was obtained through follow-up with the patients peritoneal dialysis registered nurse (pdrn). The official cause of death has not been documented at this time; however, it is suspected the patient went into cardiac arrest and expired. Per the pdrn, the death was unrelated to use of the liberty select cycler, pd therapy, or other fresenius product(s). There were no reported issues with the liberty select cycler prior to the patient death.